Event description:
The pt presented complaining of syncope. Co's rep was present for the replacement of the lead and generator. Co's diagnostics showed an oversensing at 5.0 mv. The generator was explanted, however the lead was not. The pt was subsequently transferred to another facility. It is facility's understanding that co is following this situation and reporting accordingly.